Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) verified the cooler heater unit had insufficient flow during cool down mode. The fsr performed descaling of the unit, flow returned to normal in all modes of operation after the unit was descaled. The unit operated to manufacturer specifications and was returned to clinical use. No additional action will be taken at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not cooling the patient down. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: per information rec'd by the perfusion technician, the user added water and changed the cardioplegia pump configurations to mitigate the problem. They continued to use the tcm for the case. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.